Manufacturer narrative:
The technician used a siderail upgrade kit to repair the siderail.

Event description:
Information received indicates the right foot siderail will not latch in the up position.